Event description:
Device malfunction: difficult to remove, entangled, surgically removed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted an arteriotomy closure of a cfa after a diagnostic procedure. Reportedly, resistance was felt during the thumb advancer step, at that point, 7/8 of the advancement had been completed. The physician continued pushing the thumb advancer until the arrows lined-up; then he pressed the trigger button to deploy the clip. The physician attempted to remove the device from the tissue track but it became stuck. The physician unsuccessfully attempted the troubleshooting techniques indicated in the instructions for use (IFU), including pressing the safety release button and forcefully pulling the device, in an effort to remove the device. A vascular surgeon was called; he cut down the vessel to unentangle the clip device that got caught in a perclose suture of a previous procedure. The device was removed by surgery and the puncture site was sutured. There were no patient sequelae and no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.